Event description:
User facility reported the rear access of the v-pro1 was filled with a vapor. There were no reported injuries.

Manufacturer narrative:
This event is under further review. A follow-up report will be submitted should additional information be obtained.

Manufacturer narrative:
Upon further review it was identified that the customer has been overloading the unit and/or processing incompatible materials. Steris continues to investigate this event; in the interim we will offer monthly preventive maintenance visits to this customer.